Event description:
It wsa reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. Furthermore, it was reported that the plaintiff died. The cause of death was reported as chronic obstructive pulmonary disease, respiratory failure and cardia standstill.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption #(B)(4). Lawyer filed report.